Event description:
The patient has reported increase in hot flashes and sweating. The IV 3000 was to help keep the glucose monitor in place and the patient had never had to use a transparent dressing in the past. It was established that the skin turned red around the dressing edges.